Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during priming noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 574 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer was experienced nausea. The customer stated that insulin pump had insulin flow block alarm and he was tried all recommended troubleshooting. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will be returned for analysis.